Manufacturer narrative:
Concomitant medical product: product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that there was poor communication with and without the antenna. The patient was charging and able to connect with the recharger. The patient also reported that stim was turning off by itself. The patient reported informing a manufacturer¿s representative manufacturer¿s representative [rep] and stated the rep thinks the patient may be accidentally pressing the on/off button. Patient was issued a new patient programmer. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.